Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: during investigation moisture was observed on the display. The "up", "down," and "ok" buttons were found to be under responsive. Unrelated to the original complaint a leak test failed due to a leak from the display lens. The keypad was removed and no damage was found to button contacts or keypad flex cable. The pump was opened and moisture corrosion was found on the keypad connector, printed circuit board, and the motor assembly. No moisture was found in the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged all keypad buttons were under responsive with moisture behind the display area. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.